Event description:
It was reported that during a bilateral salpingo-oophorectomy procedure, the device would not coagulate properly. The sales rep stated that kleppinger forceps were used to control the bleeding until another device was opened. No blood products had to be used. There was no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.